Event description:
It was reported that during a davinci laparoscopic hysterectomy procedure, the device would not hold and clips securely in the jaw and crimp completely. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
It was reported that post-implant of a laparoscopic adjustable band procedure, the tubing became disconnected from the port. This was detected during a routine fill with no restriction via fluoroscopy. The locking connector was attached to the port in the locked position. The strain relief was found on the tubing floating in the abdomen. It is unknown how many adjustments and the amount. The patient is fine.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the jaws bent. During analysis the clips were loaded on the device but only two clips could not be fired on the suture due the condition of the jaws. However, it could not be determined what may have caused the damage found. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.